Event description:
The customer reported persistent hyperglycemia after approximately 2 days of pod wear on the arm, with blood glucose levels reaching approximately 25 mmol/l (450 mg/dl) despite administering multiple correction boluses. Upon pod removal, it was observed that the cannula was bent. There was no noted insulin odor or leakage. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Updated d4 lot number. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.